Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack at the back of the pump from top to bottom. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred at 06/25/2024 06:22:35.000. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: corroded battery tube, cracked end cap, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage (serial number label faded and stained) and end cap address label missing. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Cosmetic damage was confirmed at the back of pump. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.